Event description:
The customer's father stated that after about four hours of pod wear he noticed insulin delivery outside the skin. His son's blood glucose measured around 400 mg/dl. When the device was removed he observed that the cannula was kinked and appeared to be punctured by the needle which had not retracted fully. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the reported malfunction or to determine if it contributed to the customer's hyperglycemia. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change."